Event description:
It was reported following a diagnostic left ventriculogram, during attempted pullback using the guidewire, the user was unable to remove the spyglass pigtail catheter from the left ventricle. Upon closer inspection, a kink was noted on the body of the catheter. After several attempts to remove the catheter, the opposite femoral artery was accessed and a snare was used to successfully remove the catheter; the pt was reportedly recovering.